Manufacturer narrative:
The lead remains implanted and in service pending a repositioning procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that at a routine follow-up eight days post-implant, this right ventricular (rv) lead exhibited high pacing threshold measurements of 7.5v. The cause for the increase in thresholds was not determined. A lead revision was scheduled for later in november. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The rv lead was confirmed to be dislodged, and was successfully repositioned on november 21. No additional adverse patient effects were reported.